Event description:
It was reported that, before a cori assisted tka surgery, when unlocking the real intelligence robotic drill to install the bur, an internal error was received and the reinstallation failed. The procedure was performed, without delay, using a s+n backup device. Since incident occurred before procedure, patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the cori drill, pn rob10013, (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported event. A functional evaluation was performed. The reported problem was not confirmed. The drill passed kpc testing & completed a case. Disassembly showed nothing that related to the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: case-2022-00112594-1